Event description:
A report was received by the edwards implant patient registry indicating the patient expired 6 days post index procedure. The patient had previously undergone a mitraclip but had residual severe mitral regurgitation. The patient was in cardiogenic shock, on multiple vasoactive medications, as well as an iabp. The patient was not an operative candidate; however, it was decided to implant a sapien valve medial to a mitra clip, as well as a melody valve inside a cp stent (side-by-side) to occupy the patient's large mitral orifice. The procedure was deemed an emergency. Both valves were successfully deployed. An intra op tee revealed trace valvular leak through both the sapien and the melody valves. There were a multitude of small jets of pvl that in total were likely moderate regurgitation. The mvmg was 1 mmhg. The residual mr was deemed difficult to quantify, but likely moderate due to its origin being between the two valves and likely through the mitra clip. During the procedure, the patient experienced 2 intra-op vf cardiac arrests tx with defib x 2 with 2-mintues down time which required epinephrine IV. The team was able to successfully wean the patient from bypass with only vasoactive support and the iapb. It was noted there was dislodgement of the temporary pacer and during that time the patient was completely asystolic with no reliable escape rhythm. A temporary pacer was placed in the rt ij and secured. Ep was to evaluate for ppm at a later date. Cpb was weaned off successfully at the end of the procedure. The patient was able to be transferred to the ccu in critical condition. An echo taken on pod-2 revealed mild to moderate mitral regurgitation, likely paravalvular with a mvmg of 5 mmhg. Following the intervention, the patient never followed commands. Eeg findings were indicative of a severe degree of encephalopathy etiology, nonspecific and ongoing toxic metabolic abnormalities and ongoing analgesia are at least partially contributing. The patient went into multisystem organ failure and extreme cardiogenic shock. The cv team was unable to wean the patient off of inotropes or the iabp. Ultimately, the family requested to transition to comfort care and the patient was pronounced dead with the family at the bedside. After review of the medical records provided, the tmvr procedural performed at the same time of the placement of the melody valve in a cp stent was an emergency off-label case. Moderate pvl was noted s/p tmvr. The patient also developed a life-threatening arrhythmia for which a temporary pacemaker remained in place but would require a ppm. As an eeg confirmed a severe degree of brain encephalopathy and ongoing toxic metabolic abnormalities, the family ultimately decided on comfort care measures and patient passed away. The ews bioprosthesis may have contributed to the patient death.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the off-label use could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral valve procedures, the available training materials were reviewed only for information potentially relevant to the device use.